Event description:
It was reported that during replacement of the device due to normal eri, interrogation revealed an alert for possible output circuit damage. The new device was implanted and all electrical measurements through the system analyzer were normal. When the chronic lead was connected to the new device, an induction test was performed an alert for a possible high voltage lead issue was received. No lead anomalies were noted on diagnostic imaging. The new device was reprogrammed. The physician elected to reuse the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.